Event description:
It was reported that the patient was admitted to the hospital with complete av block with recurrent syncopal episodes due to a dislodged ventricular lead. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.